Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure the patient experienced endocarditis. It was reported that the patient's pfa procedure was completed successfully and with no complications observed at that time. Approximately 3 weeks later the patient was admitted to the hospital due to endocarditis. Imaging was performed via transesophageal echocardiogram where vegetation on the mitral valve was observed, consistent with the diagnosis of endocarditis. They received antibiotics intravenously while in the hospital and have been discharged. The physician does not believe the procedure is related; however, it cannot be ruled out as a cause at this time as it could not be verified if the condition was present prior to the procedure.